Manufacturer narrative:
Correction to h10 of the initial report, the scope was not microbiologically tested by olympus. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process. The device was stored in a tub inside a drying cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The device evaluation found water tightness was lost due to deformation of the electrical connector guide pin, insulation resistance at the distal end was reduced due to a chip on the distal end cover, the bending angle in the up direction was out of standard, the up/down knob could not be locked due to wear of the forceps elevator lever, the adhesive of the bending section rubber was worn, the connecting tube was wrinkled, and the scope cover was deformed. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the evis exera ii colonovideoscope tested positive on (B)(6) 2023 for over 100 colony forming units (cfus) of pseudomonas aeruginosa. On (B)(6), the scope tested positive for over 100 cfus of pseudomonas aeruginosa. The suction/air/water channels were sampled. The customer also reported that the epoxy around the lens and the bending rubber was cracked the user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.